Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Current control at molding process, there is a visual inspection on broken cannula catch/cannula lock pin at the safety shield molding in-process inspection and fail hook ID inspection at the eclipse hub molding in-process inspection. Current control at the assembly process, there is functional test on activation/locking force test, deactivation/unlocking force test and eclipse safety shield inspection. Also, there is visual inspection of broken pivot pin at safety shield at the packaging in-process inspection.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse safety shield broke. The following information was provided by the initial reporter: the safety broke off when they went to activate on (B)(6) 2025. I gave an injection in child's r thigh and before I could engage the safety feature, the piece off the needle and landed on the floor. It was a bd eclipse 25g x 5/8" tw. (B)(6) 2025. What is the date of event? I think it was 6/10/25 but I am not positive on that. The day I put the complaint in was the date it happened (complaint entered 6/19). Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm or negative outcome.